Event description:
Per the clinic, the patient underwent surgical procedure on (B)(6) 2012, to remove a blood clot around the implant side.

Manufacturer narrative:
(B)(4). Other text : implanted device remains.